Manufacturer narrative:
Integra has completed their internal investigation 07/02/2015. Results: a review of the device specifications and design changes was performed. Technical specifications about non sterile state of the products are clearly established. A logo non-sterile is included on the label and clearly readable. No significant design change was performed on the labeling of non-sterile k-wire on the last two years. A review of the instructions for use kirschner wire "(B)(4) included in each non sterile packaging of a k-wire is done. In this instruction for use, it is clearly described that k-wire are non-sterile (paragraphs 1 and 5). It is also described in paragraph 5 that the product must be cleaned, decontaminated, and sterilized before use. A review of the device history record is performed for 115100. Manufacturing lot number fa6y was manufactured in march 2014. No anomaly was detected regarding the incident. A review of the complaint system was performed. This is the first incident reported to newdeal about using non-sterile k-wire without sterilization for the past two years. During the same time period, about (B)(4) diameter non-sterile kwires have been sold. The complaint rate for this kind of incident during the stated time period is (B)(4) percent. A review of non-conformance and deviation records is performed for the last two years. No non-conformance or deviation file was found for raw material or dimensions issue on k-wires during the last two years. Conclusion: given the description of the event and the observations made during the documentary investigation the root cause cannot be determined. Product was not returned to for evaluation and no anomaly was found during review of quality records.

Event description:
It was reported a non-sterilized product was used on a pt. The device was used without being sterilized because this device has the same packaging as the sterile devices. The product was in contact with the pt. There is the risk of infection.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.